Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed 46 pulses, all of which were first prime pulses, before being deactivated. Because the device did not deploy, the device could not have deployed early. The device did not deploy, because the device was deactivated before the priming sequence could be completed. No damages or definceces were observed that would have caused the device to deploy early. The device functioned as intended.